Manufacturer narrative:
This device was used for treatment, not diagnosis. 510(k)# device is a veterinary product. No patient information will be reported. The investigation could not be completed; no conclusion could be drawn, as no device was received and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an animal patient was treated with a tibial plateau leveling osteotomy tplo on (B)(6) 2013 after several months of lameness. The patient was implanted with a 3.5 mm tplo plate right, 3 holes, part number vp4401.r3, lot number unknown, two unknown 3.5 mm cortex screws, partial part number vs302, lot number unknown, and four 3.5 mm locking screws, partial part number vs303, lot number unknown. During a post operative appointment on (B)(6) 2014 the patient presented with continued lameness as well as a surgical incision infection. Explantation was reported to be planned for an unknown future date. A left tplo was performed on the patient on an unknown date in 2011 and the patient recovered uneventfully. This report is 1 of 2 for complaint (B)(4).